Event description:
On march 13, 2024, senseonics was made aware of an adverse event where the user reported experiencing a failed sensor removal attempt on 12 march 2024.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on 2 april 2024. No further investigation is required.